Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) ECG cable malfunction. A health care professional called from the control room of the cath lab. Patient was unstable prior to therapy. They have just inserted a balloon catheter into a patient and cannot get an ECG waveform. She states that they have tried 3 different cables, and they have replaced the patches. The ECG shows a completely flat line with no movement at all. She was offered several troubleshooting tips such as adding a small amt of doppler gel to new patches and moving them closer to center on the patients chest. It was suggested checking for an ECG in different leads while in semi auto. She states that the pump is working and triggering well in pressure but they cannot attempt any suggestions right now due to the patient¿s unstable condition and busy traffic inside the lab. She will call back with any further questions and will attempt these suggestions if necessary. The patient will be taken to ICU and she will offer them my mobile number if needed. There was no patient harm or injury reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit, but could not reproduce the reported malfunction. The unit was exercised to no fail. The fse performed full calibration. The unit passed all functional and safety testing. The iabp was returned to the customer.

Event description:
N/a.

Event description:
N/a

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.